Manufacturer narrative:
(B)(6).

Event description:
It was reported that during set up, the customer depressed the foot switch but no stream was initiated, but could control the power settings. No harm reported